Manufacturer narrative:
The pump was received with dog chew marks on the case and electronics.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed out while his blood glucose was 30 mg/dl. He was treated with orange juice. Customer's transmitter was reportedly damaged. Nothing further reported.